Manufacturer narrative:
This report is submitted on january 06, 2022.

Event description:
Per the clinic, the patient experienced a wound dehiscence at the magnet site resulting in the decision to explant the device. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that the implant was extruded through the skip flap and the patient experienced an infection at implant site. The device was explanted on (B)(6) 2020 and there are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on february 03, 2022.